Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the left upper arm shunt vessel. The f/g sterling otw 4.0 x 40/40 (4f) balloon was inflated and on the second inflation, the balloon was inflated to twelve atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The balloon catheter was returned in a deflated state. Contrast was present in the balloon and distal outer. The balloon was inspected under magnification to locate the balloon defect. A longitudinal tear was confirmed in the balloon wall located on the distal edge of the distal markerband and extending proximally, measuring 25 millimeters in length. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material, which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the burst. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B)(4).